Event description:
The facility reported a pump that will not turn on. It is unknown when this occurred. There was no pt injury or medical intervention necessary according to the hospital rep. No additional contact info is available.